Event description:
It was reported that patient underwent right total knee arthroplasty on february 17, 2006 utilizing custom segmental femoral component. During procedure, it was discovered that mating components were not compatible with custom implant. Patient returned to surgery approximately five (5) hours later for completion of this procedure.